Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a worn video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a worn video connector socket. In addition to the reportable malfunction, the following were noted: the software version needed upgrading from version 4.00 to version 4.10; the wrong time was displayed due to an expired life expectancy of the battery; the power supply unit and the rear panel were deformed; due to the worn video connector socket, the endoscope cable could not be connected securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, the video system center exhibited no image due to a worn video connector socket. There were no reports of patient involvement.